Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The motor and keypad assembly found corroded per visual inspection. Unable to verify button error alarms due to blank display. The insulin pump was received with cracked case at display window corners. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, display anomaly, and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 165 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.